Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was used, however; balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR:returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no defects detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the procedure, it was noted that the balloon was torn. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.